Event description:
It was reported that, after treatment with opsite post-op, one patient stated that the device did not act as an effective barrier to microbial contamination. An increased microbial communication have been observed within the patients. The number of patients that suffered from this condition was not specified. T was not reported if/how the adverse event was treated. This incident was noticed in a retrospective post-market clinical follow up activity (pmcf) where anonymized data summarizing outcomes were gathered; therefore, additional information is not known and it is not possible to collect it.

Manufacturer narrative:
H3, h6: the device, used in treatment, has not been returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable causes include: application or time left on patient. Our medical assessment concluded: the data presented in the, ¿pmc retrospective clinical review on the after treatment with opsite post-op¿, did not provide insight or relevance to current clinical outcomes for the product/device. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. No batch/lot number has been provided; therefore, a review of the device history has not been possible. A complaint history review found further instances of the reported event for the product family. The IFU has been reviewed and contains comprehensive instructions on the safe operation and use of the device. The associated risk files contain details relating to harm. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.